Event description:
It was reported that the patient¿s ipg became inoperable due to the patient not charging the device. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.